Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: specify surescan; product ID: 977c165 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that high impedance was identified with the lead 977c165 specify surescan magnetic resonance imaging (MRI) 5-6-5 after the procedure. Impedance checks were performed three times in the operating room, and upon arrival to the post-operative area, multiple high impedance values were recorded at electrodes 5, 7, and 13 (each measured at 40,000). The patient was treated by programming around the impedances and obtained full coverage. Troubleshooting included attempts to change positions. No patient complications have been reported as a result of this event.